Event description:
After being repositioned previously, this lead became dislodged again. The physician chose to explant his lead and replace it.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a deformed fixation helix was noted on the returned lead compromising the performance of the active fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.